Event description:
The #14 ng tube placed in left nare in the ed. CT contrast administered via tube at 2300. Pt. To x-ray complained of tube discomfort - unable to verify placement - tube removed. Breath sounds were diminished. Pt. Experienced ruptured esophagus and pneumothorax. New product found to be rigid causing frequent nasal trauma and bleeding and increased discomfort.